Event description:
It was reported that the customer's insulin pump had intermittent to no response from the act button, with no significant events occurring beforehand. The customer returned the device for analysis; no replacement was needed. The customer's blood glucose value was not reported. No further information was provided.

Manufacturer narrative:
Pump received with severely cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip. Unable to verify unresponsive button anomaly due to damaged lcd board.